Event description:
It was reported to globus that a patient had started to have headaches and seizures 2 days after surgery. An exploratory surgery was performed, and a dural tear was found directly under the crosslink which was implanted 2 days prior.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on a receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as a lot number was not provided. The implant was not returned, making a complete evaluation impossible. There were no reports that the crosslink had failed in any fashion. A revision surgery took place on (B)(6) 2015, removing the crosslink. Possible causes such as inappropriate activity or a fall may have contributed to the issue. The exact cause cannot be determined.